Event description:
It was reported that the patient's lead integrity alert triggered on the right ventricular lead after sustaining short interval counts and non-sustained ventricular tachycardia episodes. The lead was removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.